Event description:
It was reported in a (b)(\6) study/publication review that the tight rope was re-operated on for knot irritation and not failure of the device. No further information given at this point.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This report is provided based on a published study literature review. The device was not available for evaluation; therefor,e the event as published in the literature review source could not be verified. Device history record review could not be performed as the lot number was not provided. The cause of the event could not be determined from the information available and without device evaluation. No additional adverse consequences have been reported from this event. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.